Event description:
It was reported that during implant, the stylet could not be inserted into the lead. Several attempts were made with other stylets; without success. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor had a blood/fluid obstruction. It was noted that there was blood/body fluid on the distal conductor (not obstructed). It was visually noted that the blood in the distal conductor most likely entered through the is-1 pin. There was no insulation breach observed.